Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative (rep). It was re ported that due to rejection, the ins had been explanted. The patient was currently under observation at home. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.